Event description:
Customer reported unexpected negative reactions with pool_cell assay on galileo, using capture r ready screen (crrs) lot n177, while performing validation testing.

Manufacturer narrative:
A service call was made. Checked washer flow and residual volume, checked and retaught pipettor positions, as needed. Right pipettor results were lower than normal; replaced the syringe and valve. Ran pipettor verification again with satisfactory results. Performed automatic camera adjustments and adjusted rois. The instrument operated within specifictions.reactivity of the c, d and e antigens were confirmed on retention capture-r pooled cells, lot n177.the customer's returned samples were tested by tube hemagglutination test using retention panoscreen I, ii and iii, lot 41005 at immediate spin (is) and at 15' room temperature (rt). Some postiive results were observed. A second set of testing was done at 37c and indirect antiglobulin test (iat), using immuadd as the potentiator. Some positive results were observed.the samples were insufficient for further investigation.